Event description:
Related to MFR report # 2183959-2012-01323. "On or about (B)(6) 2010," plaintiff was implanted with an elevate anterior mesh to treat cystocele and incontinence. Plaintiff's attorney has alleged that, "plaintiff suffered multiple complaints some time after the mesh was implanted, including pain and voiding difficulties," and was diagnosed with "erosion." It was reported that in (B)(6) 2011, plaintiff noted obstructive urinary symptoms with high post void residuals. After conservative treatment, plaintiff underwent additional surgery to excise the mesh. Also alleged, the plaintiff has suffered, and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and other damages.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of symptoms. The plaintiff also experienced scarring. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.